Event description:
It was further reported that the event was associated with high watt alarms.

Manufacturer narrative:
Correction: b-3 product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2019 leading to parameters above the normal operating range. Thirty-six (36) high watt alarms were logged since (B)(6) 2019. Of note, it was reported that the patient was treated with tissue plasminogen activator (tpa) and anticoagulants. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Product analysis #702950281:log file analysis: review of the controller log files revealed an increase in power consumption starting on (B)(6) 2019 leading to p parameters above the normal operating range. Thirty-six (36) high watt alarms were logged since (B)(6) 2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for high power consumption and presented with thrombus and hemolysis. Laboratory testing revealed an elevated lactate dehydrogenase (ldh). It was further reported that the patient was administered tissue plasminogen activator (tpa) and anticoagulants. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.